Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 14-may-2025. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the catheter failed the test since the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with pentaray nav catheter and the irrigation issue was noted after the device was used on the patient. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 26-apr-2025. The issue was noted after the device was used on the patient. No error. Normal water flow, but pentaray cannot release water. After rotating the hose stop valve, it was found that there was strong pressure inside the hose due to the inability to release water. Step taken to resolve the irrigation issue was to replace the catheter. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. This event was originally considered non-reportable, however, bwi became aware on 26-apr-2025 that the irrigation issue was noted after the device was used on patient and have reassessed the event as reportable. The awareness date for this reportable issue is 26-apr-2025.